Event description:
The patient reported error code of implantable neurostimulator (ins) low battery code. There was no symptom reported. Additional information received on (B)(6) 2016 indicated that patient's office visit was (B)(6) 2016. The patient received a prudental nerve block surgery (B)(6) 2016 to explant battery and leads. The cause of the low battery was noted as unknown. It was noted that the low battery had been resolved. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.